Event description:
It was reported that during the implant procedure, the guidewire was unexpectedly coming out from part of the catheter, which was not a normal hole. In addition, the catheter failed to insert the guidewire into the lead. After that, the guidewire was inserted into a dilator of the catheter and the procedure was performed without using any replacement. No patient complications have been reported as a result of this event.